Event description:
It was reported that a solution administration set leaked. The reporter stated that this occurred at the y-site when the stopcock was opened. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Evaluation summary: the sample was received for evaluation. A visual inspection identified that the y-site was cracked. The device was leak tested under water. During the test it was observed that the cracked y-site had a leak. The cause of the leak is unknown. If additional relevant information is obtained, then a follow-up MDR will be submitted.